Event description:
The customer reported erroneous patient results were generated for multiple analytes involving the au480 clinical chemistry analyzer. The analytes and number of patient samples affected were not provided. The customer indicated that they observed higher volume and foaming within the patient sample tube, the customer stopped running instrument. The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found dirty sample syringe and malfunctioning 3-way valve. The fse cleaned the sample line, sample tip, and sample syringe. The fse replaced the 3- way valve which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6), the beckman coulter identifier is (B)(4).